Event description:
The customer reported that the system displayed a line power error. This caused an intermittent, recoverable loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug was repaired and the system interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.